Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head's plug-in portion was not secure. And when it was moved, the video image is effected. The issue occurred, during preparation of a therapeutic laparoscopic hernia repair. And was completed using a similar device. There were no reports of patient harm. A request for further clarification of the "video image effected" is in progress.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's plug-in portion was not secure and when it was moved, the video image is effected. The issue occurred during preparation of a therapeutic laparoscopic hernia repair and was completed using a similar device. There were no reports of patient harm. A request for further clarification of the "video image effected" is in progress.